Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Palette life sciences will continue to monitor and trend for reports of this nature. UDI#:(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
On (B)(6) 2024 palette life sciences received a notification from the [physician] in italy "in gynecological position performed cystoscopy with cystoscope 9.5mm. During permeatal injection of deflux 1 ml with needle supplied, breakage of the glass plunger of the syringe." Multiple attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report.

Event description:
On 06-jun-2024 palette life sciences received a notification from the [physician] in italy "in gynecological position performed cystoscopy with cystoscope 9.5mm. During permeatal injection of deflux 1 ml with needle supplied, breakage of the glass plunger of the syringe." Multiple attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report.

Manufacturer narrative:
Qn#(B)(4). UDI#: (B)(4).